Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used for a bleeding ulcer. The clip would not open and close. The drive wire disconnected from the handle. It is unk if the clip was attached to the tissue site when this occurred. A clip made by another company was used to finish the originally planned procedure. Intervention in response to this occurrence was not required. A section of the device did not remain inside the pt's body. The pt did not required any add'l procedures due this occurrence. According to the initial rptr, the pt did not experienced any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.